Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 6 weeks post-op the patient heard a pop while rotating. Since that time the patient has had increasing lower back pain. It was confirmed on x-ray that both sacral screws fractured at the proximal end of the screw, just below the screw head. The patient underwent a revision surgery to remove and replace the screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review of the mas bone screw confirms breakage just below the bone screw head, with no witness marks or other damage identified near the fracture surfaces which could contribute to crack propagation. Optical examination of the fracture surfaces reveals significant damage to the fracture as well as adjacent surfaces. Due to the extent of the damage, no additional detail can be determined regarding root cause of the failure. Dimensional inspection of the major and minor diameters confirm conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.